Event description:
It was reported that the user experienced a low blood glucose event and stated that ¿my pump pushed in an excessive amount of insulin causing my sugar to drop,¿ with no device alerts or alarms noted and oral glucose reportedly used for treatment. Symptoms included hypoglycemia. Outcomes included recovery with self-treatment using oral glucose. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, and the information was insufficient to establish a device problem or affected component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.